Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range hv lead impedance was noted. The device was explanted and replaced. Patient¿s condition is fine after the event. The device was involved in a clinical study.

Manufacturer narrative:
The associated lead was an incorrect model and serial number. Updated to the correct model and serial number for this supplemental MDR.

Event description:
It was noted that abnormal pacing lead impedance was also observed.